Event description:
While performing bench service for the device, it was identified by an authorized bench technician that the buttons on the bezel assembly were torn. There was no patient involvement.